Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the workstations could not be turned on. During troubleshooting, the fse found an issue with the host-pc. The fse replaced the host-pc. After replacement of the host-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that two of the workstations will not turn on. One has an orange light and the other has a green/flashing light. The main system is turning on but not the workstations. The customer rebooted the system without resolve. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse replaced the host pc and returned the system to use in good working order.